Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Blood glucose level was recorded at 160 mg/dl, which is within the normal range. The pump is being returned for further examination, and a replacement pump has been issued.